Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited angulation malfunction. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The endoscope was not used for a procedure with foreign material attached to it. There was no delay to start of pre-cleaning. It was unknown if the air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge and if the air/water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet the standard value. There were few additional findings. Adhesive on bending section cover had a chip, crack and white clouded area. Light guide lens had a crack. Adhesive around objective lens and light guide lens was peeled. The distal end cover had a dent. The connecting tube, switch button 1 and objective lens had a scratch. Electrical connector had discoloration due to water leakage. Suction cylinder was shaved. Paint on suction cylinder was peeled. Switch button 4 was worn out. Universal cord was wrinkled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens" olympus will continue to monitor field performance for this device.